Event description:
It was reported that the patient died. The patient was admitted with chest pain and diagnosed with left anterior descending artery 90% restenosis. The following day, a 38 x 2.75 promus select was deployed. The procedure was completed successfully. An acute st elevation myocardial infarction occurred and the patient died 22 days post procedure. Official cause of death was occluded left anterior descending artery.

Event description:
It was reported that the patient died. The patient was admitted with chest pain and diagnosed with left anterior descending artery 90% restenosis. The following day, a 38 x 2.75 promus select was deployed. The procedure was completed successfully. An acute st elevation myocardial infarction occurred and the patient died 22 days post procedure. Official cause of death was occluded left anterior descending artery.